Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia, seizure, and diabetic ketoacidosis h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified transmitter malfunction occurred. Approximately on (B)(6) 2023, the patient¿s transmitter was not working properly. The patient reported vomiting for several days and eventually went to the emergency room (ER). While at the ER, the patient also had a seizure. The patient was diagnosed with diabetic ketoacidosis (dka) and admitted to the hospital. The patient states she received ¿lots of medication¿ during her admission but cannot recall the specifics. There were no details of what the continuous glucose monitor (cgm) device was reading during this event or how it was ¿not working properly¿. Of note, no blood glucose (bg) meter readings were provided either. The patient was discharged home after ¿5-6 days¿. Due diligence attempts to contact the reporter for more information were attempted but not successful. Data was provided for investigation. Confirmation of the allegation and probable cause could not be determined. However, it was noted in the data that the patient's estimated glucose values were above the high alert threshold of 270 mg/dl for approximately 10 hours on (B)(6) 2023, but they did not receive an alert as the high alert was disabled. The allegation was undetermined and probable cause could not be determined. No additional patient or event information is available.